Event description:
Procedure type: nephrectomy. According to the reporter: clips slid off and fell into cavity, however, not all clips were able to be retrieved. The incision was not extended and no vessel was damaged as a result. There was no additional blood loss reported however surgery time was extended by 30 minutes. A new instrument was used to correct the condition and complete the procedure. No patient details could be provided but is reported to be in well condition.

Manufacturer narrative:
Initial report sent: 05/06/2008. The reporting person was unable to identify which of the following devices may have caused the reported event. Device catalog number: 176625, lot number: n7b485, n7h235, n7l103. Name: endo clip large 10mm pistol grip applier, exp. Date; 02/29/2012, 08/31/2012, 11/30/2012. Manufacture. Date: 02/2007, 08/2007, 11/2007. Device catalog number: 176657, lot number: n8b188. Name: endo clip ii med/lrg 10mm pistol grip. Exp date: 02/28/2013, manufact. Date: 02/2008.